Event description:
Ventilator was being used on pt when a techical error was displayed. Customer did not take note of specific error. The ventilator stopped cycling for 10 to 15 seconds. The ventilator started cycling again and returned to normal operating baseline.